Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d4; d8; h2; h3; h6 and h11 the device was culture tested positive by the customer. Olympus provided the following result of the culture test, by the customer: sampling date: (B)(6) 2025 sampling from: suction duct cfu: >200 colony forming unit (cfu) bacterial identification: klebsiella oxytoca; escherichia coli; stenotrophomonas maltophilia; lysinibacillus species in addition, the device evaluation found the light guide (lg) lens had foreign objects. The device was tested positive by olympus; therefore, the user request was confirmed. After decontamination, the device was tested positive again. Third hygiene microbiological investigation (hmi) test was performed after repair. After the replacement of contaminated components, the device was tested negative. Probable cause of the event, and relation between the event and the device: based on the provided data, there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damage (e.g. Scratches, cracks, foreign objects, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cds information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. After repair and reprocessing by oly, the final hmi results were within the acceptance criteria. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.